Manufacturer narrative:
B5 - refractive surprise was reported. Applying for exchange, replacement surgery. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -13.00/+3.0/076 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (b(6) 2020 the lens was repositioned due to low vault with rotation but it did not resolve the problem. Lens remains implanted, the reporter stated "vault is 0.75ct, to observe in 3 months". If additional information is received a supplemental medwatch report will be submitted.